Manufacturer narrative:
A 76 year old male with a medical history of hypercholesterolemia, hypertension, sarcoidosis (mainly pulmonary and ocular involvement) and a family history of cad experienced restenosis twenty-one months post cypher stent implantations. Initially, the pt was admitted with stable angina and underwent an angiogram that revealed a lesion in his proximal rca. This pt's advanced age and extensive medical history puts him at increased risk for mace. Pre procedural medications included asa and plavix; while intra procedural medications included gpllblla. The administration of heparin and the performance or recording of acts was not reported. The proximal rca lesion was described as 80% occluded, type b and eccentric. During the pre-dilation of this lesion, with a non-cordis ptca balloon, the pt experienced chest pain and st elevations associated with a type a or b dissection. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. First, a 3.00 x 33mm cypher stent (previously planned) was deployed at a maximum inflation pressure of 16atm. The dissection was then treated with the placement of a 2.25 x 33mm cypher stent at a maximum inflation pressure of 18 atm in the rplv. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. This was followed by the placement of a 2.50 x 33mm cypher stent at a maximum inflation pressure of 16atm in the proximal rca. A residual stenosis of 30% was reported despite post-dilation. According to the IFU, the use of the cypher stent is contraindicated in pts judged to have lesions that prevent the complete inflation of an angioplasty balloon. The pt was discharged on medications that included asa and plavix. Approx two months after the index procedure, the pt experienced unstable angina and st changes in the anterior wall distribution. A repeat angiogram revealed a lesion in his lad. This was treated with ptca and the placement of an unk stent. Ten months after the index procedure, the pt experienced palpitations. This was treated with medical mgmt. Fifteen months after the index procedure, the pt experienced shortness of breath that was treated medically. Twenty-one months after the index procedure, the pt underwent a repeat angiogram that revealed 100% occlusion of the two cypher stents previously implanted in the pt's proximal rca. Attempts to treat this lesion were unsuccessful since the physician was unable to cross the rca/pda bifurcation with a ptca balloon. Another attempt was made two months later; but with the same results. This event was reported as part of the reality post-market surveillance study. Review of the mfg route sheets and the post sterilization tests for drug elution, impurities and residual solvent revealed no anomalies that can be associated with the reported complaint. The exact cause of the reported restenosis could not conclusively be determined. Conclusion: there are pt, vessel and procedure factors that may have contributed to this event. This is one of two products used inn the same procedure that were submitted under the following mfg numbers 9616099-2006-11120 and 9610978-2006-1112.

Event description:
There was total occlusion of two stents deployed 21 months earlier. This patient presented to cath with stable angina, class ii. Pre-procedure medicatins included aspirin, clopidogral, ace-inhibitors, statins and cardura (afablocker) intra procedure medications included gp llb/iiia inhibitors and nitrates. The first lesion treated was the proximal right coronary artery .a maverick balloon (boston) 2.0x20mm at 16 atm was used to pre-dilate the lesion and an angiographic complication type a or b diessection, occurrd with timi I flow and st elevation and pain after pre-dilataion. Reopro was also administered and a second stent to treat the dissection. The first stent, a 3.0x33mm cypher stent was deployed at 16 atms. Deployed next was a 2.25x33mm cypher stent, in the posterolateral from the right coronary artery at 18 atm. A 3.0x13mm guidant powersail balloon was used to post dilate the right coronary artery at 22 atm. Residual diameter stenosis measured less than 30%. Ck and ck-mb cardiac enzymes were within normal limits 24 hours post-procedure. The patient was discharged two days later without anginal complaints or silent ischemia. Approximately two months later, the patient was admitted to the hospital with unstable angina, classiib. St changes of the anterior wall noted on ECG. A repeat angio was done and an increased severity of the lad was detected. An urgent re-ptca of the lad on a non-target lesion was successfully done with balloon and stent. Eight months later, the patient had palpitations that were treated with medications. There are several additonal adverse events such as, shortness of breath five months later, also treated with medication. Low sodium, one month later, that was treated with stopping spirnolactone. There were also two events of tca. Twenty one months after the index procedure the patient was hospitalized for a coronary angiogram dur to unknown symptoms. The angiogram revealed that there was total occlusion of the two stents initially placed in the rca. The patient was referred for re-ptca. One month later, an attempt to balloon the vessel was unsuccessful because the physician was not able to advance wire balloon beyond rca/pda bifurcation. The patient was discharged two days later. Two months later, another attempt was made. Once again, the "lesion crossed with wire but could not advance balloon". The patient was discharged the same day.